Event description:
According to a hill-rom technician, the hospital staff brought a broken bed to the bed shop. He found the casters don't hold and replaced the brake, brake steer caster, brake bushing, and brake pedal. No injuries or incidents reported.